Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock. Provocative maneuvers were performed in clinic, however noise was unable to be reproduced. The device was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.